Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt of 2.06 ng/ml. There was no repeat on I-stat at the current facility and the pt was transferred to another facility ((B)(6) hosp) where on the lab instrument (roche) the result was < 5 ng/ml and considered negative. The pt was given aspirin, clexane and clopidogrel based on the I-stat result. The plasma was tested on a different lot number of I-stat troponin cartridges at (B)(6) hosp and the troponin was 0.01 ng/ml (negative). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).